Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2017. The user facility submitted medwatch (B)(4) for this event. Concomitant products: smith medical gelco, 20gx1 protect IV plus, 3067. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter extension set was not properly tightened, and leaked during injection of contrast. The end user observed computed tomography (CT) fluid infusing into the patient for the first sixteen (16) seconds of infusion, and then walked over to review the CT scan. The end user did not see the contrast on the CT scan, and observed the leak when the connection was re-checked. The reporter stated that a complete disconnection did not occur, and the end user was able to reconnect the line to the non-baxter catheter and complete the CT scan without replacing the product. There was no report of patient injury or medical intervention associated with this event. No additional information is available.